Event description:
It was reported that after the catheter was inserted and the balloon inflated, urine began leaking from the y-section of the catheter. After inspecting the catheter, a hole was found. The catheter was removed and replaced.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that after the catheter was inserted and the balloon inflated, urine began leaking from the y-section of the catheter. After inspecting the catheter, a hole was found. The catheter was removed and replaced.